Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the previous submission device information(catalog number and serial number belonged to another complaint) and this complaint the device is "unknown silicone". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness, pain. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5085444. It was reported that a female patient underwent a breast implant surgery procedure with mentor medical devices (unk_gel implants on left side, and mentor memorygel, 275cc on the right side and date of implant (B)(6) 2009) reported unexpected systemic symptoms, which included but not limited to heart palpitations, severe anxiety, panic attacks. It was also reported that the patient experienced bilateral breast pain. As a result, the patient had undergone breast implants removal on (B)(6) 2011. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. This report is for the right side.